Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video function did not function normally due to the failure of the cable and as a result the scope communication error occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water leakage from the cable and cracked plug unit, cracks, and dent marks on the plug unit and its pins, pin holes and wrinkles in the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the hd 3cmos camera head had scope communication error on the display and intermittent image flickering. The event was found during daily maintenance, there were no procedures reported to be involved. There was no report of patient harm. This medwatch is being submitted to capture the reportable malfunction found during evaluation.